Event description:
Caller states the pt tested 2.4 inr on the coaguchek s system and 1.22 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Event occurred in another country.